Event description:
The investigation has determined that a lower than expected vitros sodium (na+) result was obtained from a single patient sample using vitros chemistry products na+ slides lot 4243-1063-2775 on a vitros xt7600 integrated system. Patient sample result of 113.5 mmol/l vs. The expected result of 156.0 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, lower than expected vitros na+ result was not reported from the laboratory. There is no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a lower than expected vitros sodium (na+) result was obtained from a single patient sample using vitros chemistry products na+ slides lot 4243-1063-2775 on a vitros xt7600 integrated system. The assignable cause of the event is unable to be determined with the information provided. Historical vitros na+ qc was within expectation, indicating that vitros na+ lot 4243-1063-2775 was performing as expected in combination with the vitros xt7600 system. Vitros na+ precision tests were within expectation before and after the lower than expected result was obtained. However, a vitros alkp precision test precision test (used to assess instrument performance) was outside ortho acceptable guidelines, indicating an instrument performance issue cannot be ruled out as contributing to the event. Following service actions by an ortho fe, two additional vitros na+ precision tests were outside of ortho acceptable guidelines. No additional service actions have been performed on the analyzer at this time. However, quality control results continue to be within expectation. It is unknown what collection device was used or what the process for pre-analytical sample handling was for the affected patient sample that produced the lower than expected na+ result. Improper pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. It is noted that vitros bun, crea, and cl- results were concordant between all three test events. This indicates that pre-analytical sample mix-up did not likely occur. Continual tracking and trending does not indicate a systemic issue with vitros na+ lot 4243-1063-2775. (B)(4).

Event description:
This supplemental MDR was created to associate this reportable event with an issue ortho has identified for dust and debris from vitros xt alb-tp slides that may impact vitros na+ slides leading to a potential increase in non-reproducible, positively or negatively biased na+ results. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment trackwise (B)(4).

Manufacturer narrative:
Ortho has confirmed an issue involving vitros xt chemistry products alb-tp slides which may create dust and debris within the microslide subsystem on vitros xt 3400 chemistry systems and vitros xt 7600 integrated systems. Dust and debris from xt alb-tp slides may impact vitros chemistry products na+ slides leading to a potential increase in non-reproducible, positively, or negatively biased na+ results. This supplemental MDR was created to associate the issue for dust and debris from vitros xt alb-tp slides processed on vitros xt systems as a potential contributor to this reportable event. The FDA was notified of this issue on 16 july 2024. Please refer to report #1000305840/07162024/c/001. Ortho sent a notification (cl2024-139) to customers on 10 july 2024. The notification informed customers that ortho will be pausing availability of the vitros xt alb-tp slides and will shift all affected customers to the individual vitros chemistry products alb slides and tp slides. In addition, ortho provided recommended cleaning steps and frequency of cleaning in the notification.